Manufacturer narrative:
Age at time of event- mid 60's.

Event description:
It was reported that balloon rupture occurred. The 75% target lesion was located in the severely calcified anterior tibial artery. After two wires were placed in parallel into the lesion. A 3.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, when an attempt was made to inflate the balloon, the balloon got caught on the non-bsc wire and ruptured immediately at 2 atmospheres. The device was completely removed from the patient's body. The procedure was completed using a non bsc balloon. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The 75% target lesion was located in the severely calcified anterior tibial artery. After two wires were placed in parallel into the lesion. A 3.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, when an attempt was made to inflate the balloon, the balloon got caught on the non-bsc wire and ruptured immediately at 2 atmospheres. The device was completely removed from the patient's body. The procedure was completed using a non bsc balloon. No patient complications were reported and the patient's status was fine. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The catheter came back with an unidentified wire stuck inside and attempted removal of the wire was not successful. The guide wire measured 140.7cm out from the hub and 3cm out of the tip. Using a snap gage, the guide wire was measured to be .014 diameter. Microscopic examination revealed the guide wire part that is extending from the tip is damaged. The inner lumen inside the balloon buckled 60mm from the tip. The balloon was loosely folded and the tip is damaged. The balloon was inflated to rated burst pressure (rbp) of 14 atmospheres and held pressure for over 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is no problem detected.

Manufacturer narrative:
Age at time of event: mid (B)(6).